Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
[See (B)(6) for report of first implant being removed/not working]: information was received from a patient. They stated in 2003, a different physician installed their second neurostimulator after removing the first one that was installed. The device quit working also, so the doctor removed the device from their abdomen, but could not remove the neurostimulator from their spine because it was incapsulated in (B)(6) 2015.